Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the sw1. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: due to a cut on switch 1, water tightness is lost, air/water (aw) cylinder has foreign objects, grip has a scratch, flexibility adjustment ring has a scratch, aw-cylinder has no color, suction cylinder has no color, switch 3 has a scratch, outside shield unit has corrosion due to water leakage, plastic distal end cover has a chip, bending tube is deformed, connecting tube has a scratch, and the universal cord has a scratch. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air/water tube has foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.